Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using the cartridge beyond 72 hours. Customer was instructed to change cartridges every 2-3 days per the user guide. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 116-341 mg/dl.